Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 154 cont. Sol. Vs. 94 lab. Test were done within 10 minutes with a difference of 60 mg/dl. Patient did not experience any adverse event. No further information has been reported.